Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic ligation for gastric fundal varices procedure for cirrhosis performed on (B)(6)2025. During the procedure, it was noticed that the bands were adhered to one another, thus making the bands unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 27, 2025: the anatomy location is in the esophageal. The type of procedure is endoscopic ligation of esophageal varices. The indication is esophageal varices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on july 27, 2025.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on july 27, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, the slack wasn't taken up, and the handle did not have evidence that the trip wire was secured to the post. Also, it was found that bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the instructions for use of the device weren't follow since the slack wasn't taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. A labeling review was performed, and from the information available, the device was used in a manner inconsistent with the labelled indications. "Take up slack by pulling proximal end of trip wire on handle unit. ", however, it was found that the slack wasn't taken up from the handle slot. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic ligation for gastric fundal varices procedure for cirrhosis performed on (B)(6) 2025. During the procedure, it was noticed that the bands were adhered to one another, thus making the bands unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 27, 2025: the anatomy location is in the esophageal. The type of procedure is endoscopic ligation of esophageal varices. The indication is esophageal varices.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic ligation for gastric fundal varices procedure for cirrhosis performed on (B)(6) 2025. During the procedure, it was noticed that the bands were adhered to one another, thus making the bands unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.